Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the lead tip and inner conductor coil of the distal fragment were not returned. Furthermore, the insulation was found deformed 14.5 cm proximal to the lead tip. These damages probably occurred during the extraction procedure due to tensile stress. Further root cause analysis of the returned lead fragments did not show any deviations which might have led to the reported loss of capture and high impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was extracted due to loss of capture and high pacing impedance.

Manufacturer narrative:
Combination product: yes.